Manufacturer narrative:
Patient initials are (B)(6). Device was not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: june 7, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No non-conformance reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate would not fit the patient during an open reduction internal fixation (orif) of the right clavicle. The surgeon had great difficulty bending the plate (plate would not bend) even with the recon segments. The surgeon had to make a longer incision to insert the plate because of the tapered tip. The surgeon used another clavicle plate from the clavicle plate set causing a delay of 15-20 minutes. The procedure was completed successfully, without further issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a manufacturing investigation was performed for the subject device (part number 02.112.084, 3.5mm lcp superior clavicle plate/8 hole/right/115mm, lot number 7402129). The returned device was visually inspected. The visual inspection of the plate shows the part is deformed/twisted and multiple tool marks are present. The subject device raw material was verified and found to be conforming to material specifications. The dimensions of the subject device were measured for dimensional conformance. All features that were obtainable and could be measured during the investigation passed inspection with one exception. Bend (feature a) was unobtainable due to visible part deformation (part is twisted). No manufacturing related issues were identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.